Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the charging cord would not hold in the communicator port so they had to wrap a rubberband around it to keep it plugged in. They confirmed no visible damage to the cord but stated you can feel inside the that the connection was loose as the cord wiggled back and forth. The charge indicator light was blinking from on to off as they adjusted the rubberband. Agent sent request to repair for replacement communicator.